Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing elevated blood glucose (bg) levels, up to the 500s range (mg/dl), since starting on the pump. The customer has taken correction boluses via the pump and manual injections. The customer has required the assistance of the husband with correction boluses when the customer has experienced nausea. As tandem technical support was not contacted at the time of the reported issue, a system check was not performed. A recommendation was made for the customer to consult with their healthcare provider regarding bg levels.